Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported that the lower half of touch screen having an intermittent touch response issue. The customer reported that the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed received a replacement touchscreen. Disassembled and re-assembled v60 with replacement touchscreen. Performed touchscreen calibration and passed testing. It was reported that the v60 was returned to service in respiratory.